Event description:
A customer complaint about getting a "false-susceptible" result for high-level gentamicin (>500 ug/ml) with enterococcus faecalis in the phoenix system. The organism was isolated from blood culture. The pt was transferred to a different hospital where the organism was again isolated, and testing in a competitor system showed it to be resistant to high level gentamicin. The isolate was again tested by this lab in the phoenix system and again gave susceptible results. The isolate was then tested in duplicate in another panel lot, and gave one resistant and one susceptible result. Concurrently, the isolate was tested by disc diffusion and showed a zone of '0', indicating a very resistant organism. The pt was treated with a combination of gentamicin and a beta-lactam drug, based on the phoenix results. The pt failed to respond to treatment and was subsequently diagnosed with endocarditis and had surgery for failure of medical treatment. A culture was taken at the time of surgery and found to be resistant to high level gentamicin when tested at another lab.

Manufacturer narrative:
Quality is currently in the process of completing this investigation. The customer's isolate was received on (B)(4) 2012. The isolate will be used in testing with retention sample. Upon receipt of the return, the isolate was subcultured and it was determined that there were two different colonial morphologies that must be separated in order for testing to occur. A supplemental report will be filed upon investigation completion and analysis of the data.